Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device was used with first two firings with a black cartridge. First fire seemed to work fine ... Stapled and retracted but the sales rep did not hear the blade land back in the home position. After first firing device, the jaw would not open. The surgeon was instructed to use the reverse button to retract the blade all the way. Blade retracted and jaw opened. Staple line looked fine. Surgeon asked for second load on that same stapler. Same result and again staple line looked fine. The device was replaced with a new device and that device worked perfectly with the remaining green cartridges. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home automatically as intended. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: can you confirm the product code for the black cartridges that were being used (gst60t or ecr60t)? Was buttressing material utilized? If so, which product? Gst60t was used with gore buttressing.